Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broached to a size 5 trilock. Found that it had excellent stability and implanted a size 5 trilock. The implant sank 3.4mm in relation to the broach and continued to advance slightly with light mallet blows. The implant was extracted and actis implanted instead. Doe: (B)(6) 2018.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: h14974 device history review : DHR was reviewed. 1 piece from this batch was scrapped at the porous coating inspection operation, but no other deviations or anomalies were observed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.